Event description:
Patient reported for vascular testing. Ultrasonic gel was applied to the leg and the gel was too hot causing a burn and reddening of the skin in the right groin and to the medial knee.